Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was admitted to the hospital because of diabetic ketoacidosis. Customer's mother reported that she did not have insulin pump at that time because they not allowed her yet to enter emergency room. It was unknown whether the customer using auto mode feature at the time of reported event. No further details given. Insulin pump will not be returned for analysis.